Event description:
It was reported that patient presented mechanical loosening of internal right knee patella button; a revision surgery was performed due to this event. The patient outcome is unknown.